Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that after insertion or the seldinger needle, the user noticed that the "cone" of the needle appeared to be cracked. The user noted there were several visible cracks on the "cone." The user also stated that the cracks appeared without any effort. As a result, the device was removed and replaced with a new set. It is unknown whether there was a delay; however there was no reported harm, death, or complication to the patient as a result of this issue.